Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the insulin pump alarmed no delivery. The customer declined to troubleshoot for high blood glucose. Troubleshooting for no delivery alarm was not performed. The customer wanted to inquire about upgrading since the customer had been off pump for two years. The customer also didn't feel comfortable using the old pump. The product was not returned for analysis.